Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it was reported that the pvl may have been due to a slight prosthesis mismatch as a result of 3d echo understating the size of the native annulus. The pvl was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of a sapien valve, 2+ paravalvular leak (pvl) was noted from 3 separate jets, requiring placement of a second valve. Initially, the 26mm sapien was positioned and deployed 60/40 aortic/ventricular across the native valve.. Pvl was verified on tee post deployment. The patient was hemodynamically stable. 1cc volume was added to the atrion for post dilation in an effort to further expand the valve and seal the leaks. This resulted in little to no improvement; therefore, a second valve was deployed 2-3 mm lower in the hopes of getting a better seal in the lvot and possibly further expanding the first valve. The second valve was positioned and deployed where intended. There was significant improvement to +1 pvl on tee. The patient remained stable. The patient could not receive a contrast cta due to high creatinine and renal insufficiency; therefore, the annulus was measured via 3d tee with an area of 490 mm and deemed to be appropriate for a 26mm sapien valve. There was bulky calcium described by the echo in all 3 cusps. The perceived cause of pvl was that the 3d echo may have understated the size of the native annulus given that the leaks seen were at the location of the native valve commissures. The team believed that slight prosthesis mismatch may have been the cause for the 2+ pvl.